Event description:
(B)(4). The dentist reported the non osseointegration of two dental implant ti titamax implant (4.1) 3.75x9 mm, but did not provide further information about the case.

Manufacturer narrative:
(B)(4).